Manufacturer narrative:
(B)(4)

Event description:
It was reported that a fluoroscopy image revealed that the left ventricular lead had become dislodged. The lead was explanted and replaced. The patient's condition post procedure was fine.